Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Patient was revised to address pain and osteolysis. It was noted that there was also fluid in the joint. Doi (B)(6) 2003 - dor (B)(6) 2012 (left hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort. Date of implant and correct side have been provided. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, pseudotumor, and some corrosion. Records are available for further review. Complaint was updated on: 1/10/2014.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.